Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one (B)(4) cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an endoscopic right lobectomy, after the packaging was opened, it was noted that the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.